Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The reported balloon rupture could not be confirmed on the returned device. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A proximal shaft separation was observed, which was most likely due to handling. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuosity, mildly calcified, 90% stenosis in the distal coronary artery. The 4.5x12 mm voyager nc balloon catheter was advanced pre-dilatation; however, the balloon ruptured during first inflation at 18 atmospheres. A voyager nc was used to successfully finish the procedure. It is stated that there was resistance during advancement or retraction. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.